Event description:
It was reported four years post op adjustable gastric band placement, the port has flipped. The port was replaced with another port in 2009. During the surgery, it was discovered that the septum of the port had turned upside down. The port anchors had retracted, which is why the port had shifted. An attempt was made to insert a new port, but after it was deployed the anchors of the port retracted. The sales rep pulled the IFU, and a second attempt was made to insert the same port (following the exact steps outlined in the IFU) and the port anchors then stayed in place. The surgeon could not say for sure whether he follow the exact IFU instructions for insertion of the port in 2005. The pt is fine.

Manufacturer narrative:
Date sent: 10/2/2009. Info anticipated, but unavailable at this time.